Event description:
It was reported that the procedure was to treat a de novo lesion located in the anterior tibial in the right eia. The lesion was non-tortuous and had mild calcification. The 8.0-39 mm omnilink stent delivery system (sds) was advanced and deployed via direct stenting at 14 atmospheres (atm). A 10-80 mm absolute stent was implanted in the proximal part of the lesion. Post-dilatation of the implanted stent was performed with the omnilink elite sds balloon. Blood flow was restablished and the intervention was completed. It was stated by the physician that the omnilink sds met resistance when advancing and retracting for a second time for post-dilatation possibly due to poor refold of the balloon. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported winged balloon refold was not confirmed. The reported resistance was not tested as the device was sent for chemical analysis to verify the presence of silicone. Based on a visual and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the procedural images provided could not confirm the resistance felt during advancement and retraction of the stent delivery system. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.